Manufacturer narrative:
The initial medical device report was submitted: 2938836-2015-00747. (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the battery life dropped significantly in a short amount of time for no known reason. There were no adverse consequences to the patient. The device was explanted and replaced.